Event description:
It was reported that this patient underwent an irrigation and debridement procedure and a polyethylene exchange.

Manufacturer narrative:
Review of the (B)(6) 2014 operative notes does not indicate root cause. Operative notes confirm the patient underwent irrigation, debridement, and an articular surface exchange on (B)(6) 2014 due to septic arthritis. A large pocket of purulent fluid was identified in the inferior aspect of the knee. Posteromedial subluxation of the tibia was noted, preventing full extension of the knee. The knee was debrided, pulse lavaged, and a 14 millimeter height articular surface was implanted. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.